Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with two photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 2325434, and no quality issues were found during production. Our quality engineer reviewed the provided photos and observed blood inside of the catheter, extension tubing, and vent plug indicating the device was used. Additionally, blood appeared to be around the rim of the catheter adapter and septum. No other damage was observed to the device. Therefore, based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for inspection a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked blood from the unsealed cap during use. The following information was provided by the initial reporter: "IV catheter system is to be a closed system, the cap at the end of the IV catheter was not sealed as usual leaked  blood,  this cap is to be factory sealed and does now allow a cap to be placed on it in this event. This caused the IV to be replaced."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system leaked blood from the unsealed cap during use. The following information was provided by the initial reporter: "IV catheter system is to be a closed system, the cap at the end of the IV catheter was not sealed as usual leaked  blood,  this cap is to be factory sealed and does now allow a cap to be placed on it in this event.  This caused the IV to be replaced"